Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped nd found evidence of foam degradation. During the evaluation, foam particles were visible. After the evaluation of the device, the third-party service center scrapped the device.

Manufacturer narrative:
The manufacturer previously reported a device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, foam particles were visible. After the evaluation of the device, the third-party service center scrapped the device. Correction: this notification was opened for review for information received that the dreamstation CPAP pro device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected, and visible foam particles/degradation were found. Error code 101 (err_humid_max_temp - failed heater plate) was found in the device log history. The device was scrapped. Updated: this supplemental report is being submitted to correct the previously submitted report. General information tab: become aware date updated. Report information complete updated. Adverse event information tab: event date updated. Manufacturing site updated. Serial number updated. UDI number added. Operator of device updated. Device serviced by 3rd party updated. Manufacturing information tab: report source updated. Date received by manufacturer updated. Manufacture date added. Reason device not evaluated updated. Device available for eval updated. Device problem code updated. Health impact code updated. Evaluation results code updated. Usage of device updated. Remedial action initiated updated. Recall number added.